Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, the device was broken shell and red particles material was found on the shell/gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening; five openings striated assessed as surgical damage.

Event description:
Patient reported rupture. The device has been explanted and will be replaced. This device relate to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture. The device has been explanted and will be replaced. This device relate to the left side.